Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. On 11-nov-2023 customer alleged received sensor glucose vs. Blood glucose event and change sensor/bad sensor alarm. Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of unexpected sensor alerts could not be confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 50 mg/dl at the time of the event and was treated with food and glucose tablets. The current blood glucose was unknown. The customer was reporting symptoms as coma and passed out related to their low blood glucose. The customer reported the insulin pump was delivering more than needed. Troubleshooting was performed and the low blood glucose event related to the sensor glucose vs blood glucose event. The auto mode feature was active at the time of the event and the customer was using the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis. Sensor product has been returned for analysis.